Manufacturer narrative:
The customer bought a rotor and a customer's biomed replaced the bad rotor on the thermogard console to resolve the problem. Customer site evaluation by zoll will not be necessary. Thermogard console will not be returning to zoll for evaluation.

Event description:
During console check, the thermogard console (serial #(B)(4)) was making noise and could not be use for ivtm therapy. No patient involvement.